Event description:
As reported, during a minimal incision mitral repair procedure on a male patient, shortly after placing the intraclude device to occlude the aorta, the surgeon noticed blood in his operating field and electrical activity in the heart. It was apparent the balloon had burst almost immediately after inflation. He was confident the balloon was not over inflated. The surgical repair of the valve had not started. He removed the damaged balloon and inserted a new device. Two days post procedure the patient is recovering well.

Manufacturer narrative:
The device was not retained by the customer as initially stated. Unable to perform a product evaluation. Manufacturing records were reviewed for this lot and there were no non-conformities associated. The product was not returned and the root cause could not be determined for this device. Therefore, a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.

Manufacturer narrative:
Product evaluation into root cause anticipated upon product return from the customer.